Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer rec'd an altitude alarm while at the beach. The customer removed and reinstalled the cartridge. There was a temporary delay in clearing the alarm and resuming insulin delivery. The customer's blood glucose (bg) level was 300 mg/dl and the customer stated they would take necessary steps to correct the bg level.